Manufacturer narrative:
Investigation: the complaint was investigated for an acuson sc2000 is locking up intermittently during procedures. Hsc (headquarter support center) investigated the issue and confirmed that the cause of the lock-ups and slow system was determined to be an excessive number of exams on the hard drive. Hsc further confirmed that the time being off by some 10 hours would not cause a system lockup, but could cause some issues with modality worklist and the fact that the cse (customer service engineer) corrected the time would have no effect on the perceived lockups. This was determined to be a cause of user error. It was recommended that the customer delete exams from the system, and to start a regular hard drive maintenance program. Since the results of the investigation concluded that this was due to user error, this is not a reportable event. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the ultrasound system intermittently locked up during an intracardiac echocardiography (ice) procedure. It was also found that the date and time on the system are off and ahead by at least ten hours. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.